Manufacturer narrative:
Inspected three opened and used reservoirs. Pre-fill reservoir test performed. One reservoirs failed per specification. Reservoir and transfer guards occluded. The two remaining reservoirs passed per inspection. No occluded or air bubbles anomalies were observed analysis.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings during the filling process. The blood glucose reading was 76mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.